Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead was dislodged. The dislodgement was confirmed upon x-ray. As a result, an increase in threshold measurement was noted. The lead was explanted and replaced with a competitor's lead. The lead will not be returned. No additional adverse patient effects were reported.